Manufacturer narrative:
The investigation determined that lower than expected quality control and calibrator results were obtained using the vitros clinical chemistry products phyt slides on a vitros 5,1 fs system. The definitive root cause is unknown. After replacing the iwf reservoir and tip, the customer was able to obtain acceptable phyt qc results within the established ranges. There were no further instances of phyt qc performance issues after replacing the iwf reservoir and tip. There were no complaints of erroneous phyt patient results and no reported allegations of harm.

Event description:
The customer observed lower than expected quality control and calibrator results processed using vitros phyt slides on a vitros 5,1 fs system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed while quality control was unacceptable. There were no allegations of harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).